Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for suspected gastrointestinal (gi) bleeding on (B)(6) 2018. The patient¿s hematocrit was 17.9 percent and hemoglobin was 5.2 g/dl. In a 24 hour period, the patient was transfused with 4 units of packed red blood cells (prbc). At the time of the event, the patient¿s anticoagulation regimen included aspirin and warfarin. On (B)(6) 2018, it was reported that the patient did not have any gi workup done at this time. The patient was transfused 4 units of prbc¿s and was sent home. The patient was still receiving coumadin with a lower inr goal of 1.5 ¿ 2.0. On (B)(6) 2018, the patient¿s hemoglobin was 8.4 g/dl and hematocrit was 29.0 percent. No additional information was provided.